Event description:
The patient's mother reported that the keypad has been intermittently unresponsive over the past 2 months.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact. The keypad buttons were found to be responding intermittently. Adhesive was found under the button contacts.